Event description:
During variax dr surgery, the locking screw could not be locked to the plate. Surgeon exchanged the screw for a new one, and the new screw was able to be locked to the same screw hole.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that locking screw, t10, 3.5x18mm was alleged of issue s-30 (not functional) could not be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by possible inadequate alignment during insertion. The device inspection revealed the following: a plate has been used in order to test the locking possibility of the returned screw. The screw could be locked and un-locked without any issues even with the slight damage / deformation on the locking thread (visible through the microscope). The star recess of the screw head shows slight wear due to the intended insertion. Therefore we were not able to comprehend the mentioned problem. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax dr surgery, the locking screw could not be locked to the plate. Surgeon exchanged the screw for a new one, and the new screw was able to be locked to the same screw hole.